Event description:
It was reported that an asymptomatic patient presented for follow up in clinic, during interrogation noise was noted on the atrial lead. The noise was reproducible with isometrics. The atrial lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.